Event description:
The customer reported that the system would intermittently lose video. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back in service.